Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the battery was no longer functioning and patient needed a shoulder scan. No further information or symptoms were reported.